Manufacturer narrative:
Concomitant medical products: product ID: a810, serial #: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone ( 1.5 mg/ml at 0.5604 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported a programming error had occurred. The dose was entered incorrectly. It was indicated the hcp believed that the dose was entered incorrectly and the patient overdosed. The patient was treated and narcan was administered. The patient was fine at the time of the report, (B)(6) 2018. It was indicated the event occurred on (B)(6) 2018.